Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred; cause was unknown. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. Customer administered manual injection to address bg.